Event description:
It was reported that the patient stood up from the wheelchair and the heart rate dropped and the patient experienced a syncopal episode. Follow up indicated the patient's pacing was inhibited due an electric wheelchair or bed. The ipg sensitivity was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.